Event description:
(B)(4). I have gained 55 pounds in just 7 months or so I hurt constantly my headaches are so bad I pass out I have depression anxiety major weight gain abdominal pain back pain bloating every day dizzy spells no sex drive and this never happened before essure before these stupid coils I was happy and not a worry in the world now you have developed all these things after essure and I want them taking out.